Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also alleges the pump is over delivering. Blood glucose value at the time of event was 57 mg/dl. The customer was treated with glucose, other, discontinue use of insulin delivery system. The event involved product(s) mmt-431ag, mmt-342 , mmt-7040a, mmt-1884. Troubleshooting was performed. The difference between blood glucose and sensor glucose was outside the acceptable range. The customer was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. The customer will discontinue use of the infusion set. Mmt-431ag was requested and the customer response was that the device will be returned. The customer will discontinue use of the reservoir. Mmt-342 was requested and the customer response was that the device will be returned. The customer will discontinue use of the sensor. Mmt-7040a was requested and the customer response was that the device will be returned. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The pump was programmed with a 10.0-unit bolus during the displacement test and a 25.0-unit bolus during the dat. All boluses were delivered properly and were listed in the pump's daily history screen. Delivery anomaly-possible over delivery not confirmed. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked keypad overlay at the down arrow button. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the primary svn 000322273349, there were 2 boluses listed on the event date 27-feb-2026 in the pump history file. (B)(6) 2026 14:40:35.000 normalbolusprogrammed (21). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 37000 (3.7 u). (B)(6) 2026 15:21:18.000 normalbolusprogrammed (21). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 86000 (8.6 u). On the primary svn 000322273349, unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 27-feb-2026 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn 000322273349, perform the history review 1 week from the event date (B)(6) 2026 in the pump history file and found 6 nodelivery (7) alarms on (B)(6) 2026 (during bolus/basal), 10 nodelivery (7) alarms on (B)(6) 2026 (during bolus/basal), 1 lostsensor1alert (780) on (B)(6) 2026, and 1 lowbatteryalert (104) on (B)(6) 2026 19:52:00.000. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2026 7:48:56 pm. There was no power data available for the date of (B)(6) 2026. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump properly paired with the guardian link 4 transmitter. No communication anomaly or lost sensor alert noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.8 mv). The pump passed the functional testing. Unable to confirm alleged low bgs/high bgs (hyperglycemia). Unable to confirm alleged discrepancy between sg value and bg value. Delivery anomaly-possible over delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.